Event description:
The advocate stated the customer's blood glucose was tested using his contour meter and his wife's contour meter. The customer's contour read 80 mg/dl, while the other contour read 200 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.